Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator stops. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported a collimator too large error. No pt injury was reported.